Event description:
Caller reported that the pump battery would not charge, even after various troubleshooting steps. There was no adverse impact on the customer's blood glucose level. Technical support arranged a replacement pump, and the customer planned to use a backup insulin pump in the meantime.